Event description:
The reported stated that the surgeon was advancing a three piece collamer lens model cq2015 in the injector and noticed the lens was tearing so he quit using it. No patient contact.

Manufacturer narrative:
A visual inspection of the returned product shows there is a tear in the optic at the haptic junction. There is a clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation. Conclusion: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.